Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available as it has been discarded.

Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 (air in line) with the homechoice (hc) machine during dwell 2 of 6. The patient was still connected to one supply bag. The technical service representative (tsr) advised the home patient (hp) to clear the alarm by turning the hc off and on. The hp will finish therapy with manual supplies. Product surveillance contacted the patient on (B)(6) 2010. According to the patient he did not observe any holes or leaks in the cassette when the alarm had occurred. The patient stated that he discarded his supplies. The patient resumed therapy with no further issues. There was no patient injury or medical intervention associated with this event.